Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with an infected pocket. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and right atrial lead were explanted. The patient was stable before, during, and after the procedure.